Event description:
The hospital reported that vasoview hemopro 2 was not working. There was no patient harm.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Manufacturer narrative:
Trackwise#: (B)(4). Updated sections: b4, g3, g6, h2, h3, h6, h10. The device was returned to the factory for evaluation on 05/13/2024. An investigation was conducted on 05/16/2024. A visual inspection was conducted. Both the harvesting device and cannula was returned for evaluation. Signs of clinical use and evidence of blood was observed. There were no visual defects observed on the intact cannula and c-ring. There were no visual defects observed on the intact harvesting jaws and heater wire. An electrical evaluation was conducted. A pre-cautery test was performed per the direction for use (dfu) with a reference cable, adapter, and reference power supply vh-3010 at level 3.0. The device passed the pre-cautery test; it produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. No excessive smoke and/or steam were observed during the testing. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. An activation and transection capability test was performed over four (4) repetitions using "max life test method stm2048073 rev aa. The device successfully transected tissue four (4) times. A temperature and resistance test was conducted to evaluate the device function per hemopro 2 final test 90523436 rev w. The resistance value was measured at 0.69 ohms which is within specification. The device passed the temperature measurements test. Based upon the received condition of the device, it is not possible to confirm the reported complaint as there was no device malfunction. The lot # 3000372477 history record review was completed. There was an ncmr, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported event.